Event description:
During recovery from a planned outpatient therasphere embolization to the liver, pt has nausea and vomiting followed by pain. Protective embolization of the cystic artery to the gall bladder had been performed as part of the procedure and ischemic symptoms from the gall bladder were suspected. Nausea was intractable during 4 hours in recovery and she was admitted and improved over 24 hours and was able to eat clear liquids by the next day. She was found to have episodes of atrial fibrillation not felt related to this therapy and was kept as an inpatient for three days because of this. She was discharged with mild nausea but eating a regular diet.